Manufacturer narrative:
(B)(4). The analysis results showed that the tlh30 device was received in good visual condition and with a reload loaded on the device. The reload was received with only 9 staples present. The test reload was loaded into the device, it was noted that the reload clicked into place; the device was turned upside down and tapped; the reload did not fell out. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photo of the device was reviewed and it was noted to have a reload loose inside the sterile package. Although no conclusion could be reach on what caused the reload to eject from the device, it is possible that the package was submitted to higher forces then normal during transportation allowing the cartridge to disengage from the device. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to an unknown procedure, the reload was separated with the device before taken out of the package. Changed another one but still had the same issue. Changed the third one to complete the procedure. There were no adverse consequences for the patient reported.